Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 14-jul-2020 and installed at the customer's site on 29-oct-2020. A lumenis service engineer visited the site eight (8) days after the reported event and examined the laser system. Upon troubleshooting, the engineer found solenoid shutter assembly to have a screw broken. The engineer replaced the solenoid and after reconfirming it's operation, the engineer returned the system to the facility in working order. A review of historical product complaints shows that the same malfunction of shutter failure has not led to serious injury in the past. By design, the shutter position sensors are checked in standby and ready before the foots-witch switch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A review of system risk files ((B)(4)) revealed risk #2.4.2; system failure which have the potential to lead to ineffective treatment which may require prolonged procedure -or- re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. According to lumenis technical professional the shutter failure is a known issue . No need to return the shutter for further analysis. Unrelated to this event; as part of lumenis' commitment to continuous improvement, improved screws were released through eco ca- (B)(4), the failed shutter was manufactured prior to the release of the eco . Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a ureteroscopy with laser lithotripsy, and ureteral stent placement procedure in which a lumenis pulse 120h laser was being utilized, the display presented errors 240, 78, 252 and the laser could no longer be used. The user facility tried to troubleshoot but after forty (40) minutes delay the procedure was completed with an alternate laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.